Event description:
It was reported that the pt complains of recurring pain, less than before surgery, but still in pain. Warm feeling, stiffness, some swelling, some discomfort when sitting, pain down leg to knee.

Manufacturer narrative:
The pt is (B)(6). Additional info has been requested and if received, will be provided in a supplemental report.